Manufacturer narrative:
Examination of the returned instrument confirms the observation. Based on the failure noted and previous evaluations the root cause is attributed to heavy use / use error. It is noted that this instrument has been in service for approximately 15 years. Based on the performed investigation, corrective action is not indicated at this time. Continue to monitor via (B)(4). Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The strike plate knob broke off during cup impaction.